Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the device was inspected prior to use. A pre-dilation was performed due to the patient's bicuspid aortic valve. No misload was identified. The valve dislodged while advancing to 80% deployment, and was recaptured. On the second deployment attempt, infolding was observed while deploying to 80%. The valve was recaptured and removed from the patient. A new valve and delivery catheter system (dcs) were used for the procedure. No procedural delay occurred. Per the physician, the patient's bicuspid native valve contributed to the event. No adverse patient effects were reported.